Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with a membranous septum measured at -1.3 mm, a block waveform was observed while placing the guidewire in the left ventricle. A plain old balloon angioplasty (poba) was performed on both sides of the iliac artery. An attempt was made to insert the delivery catheter system (dcs) in to the patient; however, it became stuck between the nose cone and the capsule. It was noted that the capsule was bent, further complicating passagethrough anatomy. Another poba was performed at 8 mm and the dcs was inserted again. Despite changing the direction, the dcs did not pass through the anatomy. The advancement issue was resolved when an introducer sheath was left about 10 cm outside the body and only the shaft was advanced. Subsequently, upon placement of the valve at a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc), complete heart block was observed. The valve was recaptured and re-deployed to 0 mm on the ncc and 3 mm on the lcc; however, this conduction disturbance did not improve. After valve placement, digital subtraction angiography was performed and a stent was placed in the lower limb. Additional information was received to report vascular access was achieved via the right femoral artery with a minimum diameter of 6 .4mm×7.7mm; the vascular injury occurred on the same side. Per the physician, the a non-medtronic vascular closure system (perclose) was the cause of the vascular injury and the dcs was not a contributing factor.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012281958); product type: 0195-heart valves; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6) product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with a membranous septum measured at -1.3 mm, a block waveform was observed while placing the guidewire in the left ventricle. A plain old balloon angioplasty (poba) was performed on both sides of the iliac artery. An attempt was made to insert the delivery catheter system (dcs) in to the patient, however it became stuck between the nose cone and the capsule. It was noted that the capsule was bent, further complicating passage through anatomy. Another poba was performed at 8 mm and the dcs was inserted again. Despite changing the direction, the dcs did not pass through the anatomy. The advancement issue was resolved when an introducer sheath was left about 10 cm outside the body and only the shaft was advanced. Subsequently, upon placement of the valve at a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc), complete heart block was observed. The valve was recaptured and re-deployed to 0 mm on the ncc and 3 mm on the lcc; however, this conduction disturbance did not improve. After valve placement, digital subtraction angiography was performed and a stent was placed in the lower limb.

Event description:
Additional information was received that a permanent pacemaker was implanted due to the chb following the valve implant procedure.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.